Event description:
The customer reported his blood glucose reached over 400 mg/dl less than a day after the pod was activated with ++ ketones.

Manufacturer narrative:
The returned product was evaluated and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.